Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the implants were removed due to an infection being present.

Event description:
It was reported that the implants were removed due to an infection being present.

Manufacturer narrative:
Updated: d6a, d6b, h6. The reported event can be confirmed as the rep provided operative notes that showed the devices were removed on (B)(6) 2022. The surgeon reported that the device was functional and well-secured. He did not report any device malfunction. Thus, this event is unrelated to the device complaint and does not involve device failure or malfunction. The infection cause could not be determined with current information. H3 other text : not available.